Event description:
One pt's urine sample that initially generated negative results for glucose and blood, and repeated at 1000 mg/dl for glucose and 150/ul for blood, with visual dipstick showing 4 + for both. Erroneous results were not reported. If add'l info is received, appropriate notification will be provided.